Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While inspecting a returned olympus evis exera ii ultrasound gastrovideoscope, foreign material was discovered inside the tubing. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction has been made to previously submitted g3 - date received by manufacturer. The correct date was 06/19/2024. Corrected fields: d5, d8, and h6 - component code is being corrected to "525 - tube." A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be prevented by following the instructions for use which state: as a result of confirming the contents of the reprocessing manual at the time of shipment, following sections have descriptions about reprocessing: chapter 7 cleaning, disinfection, and sterilization procedures; chapter 8 reprocessing workflow for endoscopes and accessories; chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.